Event description:
It was reported the right ventricular lead was removed and replaced due to increased thresholds post-op and an apparent micro-dislodgement. The lead was explanted and replaced. It was also reported that a left ventricular lead was attempted but not used due to the patient anatomy, another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and there was apparent explant damage. A correction has been made on the device (B)(4). The recall code has been removed as there is no remedial action code for these products.

Event description:
It was reported the right ventricular lead was removed and replaced due to increased thresholds post-op and an apparent micro-dislodgement. The lead was explanted and replaced. It was also reported that a left ventricular lead was attempted but not used. No information is known as to why the lead was not used. No patient complications were reported as a result of this event.